Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited t-wave oversensing resulting in inappropriate shock therapy. The patient was also noted to have high potassium levels. The boston scientific representative indicates sensitivity was adjusted on the ICD device according to the direction of the physician. Subsequent defibrillation threshold (dft) testing was performed in clinic in order to confirm proper device sensitivity programming and successful defibrillation. The device remains in-service. No adverse patient effects were reported.